Event description:
The digital Stryker Prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components. The plan is to revise tibia and talus components as there are findings on SPECT and recent CT with loosening of both components.Plan for revision from current infinity to inbone tibia and either inbone or invision talus.There is noted bone cyst formation and mild subsidence around implants with no other findings concerning for implant failure. Index procedure was performed at outside hospital on (b)(6) 2026.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.